Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. The 99% stenosed lesion was located in the nontortuous, severely calcified left anterior descending (lad) artery. The physician attempted to direct stent a taxus liberte 2.75x24mm drug eluting stent, but was unable to cross the lesion. Upon removal of the stent, damage was noted. The procedure was not completed at this time. No patient injuries or complications occurred. Pt status is satisfactory. This product is only ous approvied but it is similar to a marketed us device.

Manufacturer narrative:
The device has not been returned for analysis as of the date of this report.